Event description:
An implantable pulse generator (ipg) system was returned from unknown medical examiner with limited information. Information identified in the paperwork indicated the patient died approximately two years post implant of the ipg system. A cause of death was requested and not received.

Manufacturer narrative:
Product event summary: (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that through visual summary that there was apparent explant damage. It was also noted that the outer insulation had environmental stress cracking, depression, contained a white substance and was cut. Visual analysis performed only.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information with the physician and funeral home were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Product ID (B)(4) implanted: (B)(6) 2011; product ID (B)(4) implanted: (B)(6) 2002. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.